Event description:
It was reported that the catheter showed a filth, it was contaminated. No patient complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Customer report was not confirmed. The catheter was received post decontamination, and the contamination or discoloration could not be found.